Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed cassette alarms. Functional testing could not be performed as the cassette alarm occurs. The torn dso seal was replaced, and the dso sensor was recalibrated to address these issues.

Event description:
It was reported that the pump had a downstream occlusion (dso) seal issue. There was no patient involvement. Evaluation of the returned device found a torn dso seal and the unit emitted a cassette alarm.